Event description:
A 3.0mm diameter x 24mm length driver rx coronary stent was deployed in the rca of a pt; however, when the physician tried to deflate the balloon of relevant device he failed. After four times he succeeded. Although no other info are available on the event, it was confirmed from the field that a possible root cause into the reported slow deflation difficulties experienced was due to the fact that they did not dilute the contrast media used in the device as is recommended in the driver/micro driver rx instructions for use. The use of un-diluted contrast media may have impacted on the viscosity of the liquid in the balloon which may have impacted on the deflation time experienced by the physician. However, as the device has not been provided for eval, this cannot be confirmed. Based on the limited info available, the device has not been identified as the root cause of the event. The root cause of the event is undetermined.

Manufacturer narrative:
(B)(4). Eval, results - (use of un-diluted contrast media).